Manufacturer narrative:
Correction to d4 lot# kr815811. The customer returned the tb-0535fc for evaluation due to the device probe ¿broke off¿. The user¿s device complaint was confirmed. A visual inspection of the device was performed revealing some tissue build up. The ptfe pad (teflon pad) was inspected and found it had a partial split at the middle portion of the pad and wear, no metal exposed. The distal end of the device was inspected under a microscope and found approximately 14mm of the probe was detached; the missing portion was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque was normal and smooth. The device was attached to the test generator usg-400/esg-400 and a failed the probe check; error code u509. Both switches were checked and found to be functional. Based on the similar reported events, the manufacturer determined the cause for the damaged/broken probe was attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction for use warns to use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be conducted and the results will be forwarded to the agency.

Event description:
The facility reported the jaw of the thunderbeat hand piece broke off mid-procedure. The broken thunderbeat jaw was retrieved and found intact. The procedure was delayed while another device was brought into the room to continue. There was no reported patient injury reported.